Manufacturer narrative:
Additional suspect medical devices component involved in the event: model#: sc-4319 lot#: 18967969 description: clik x MRI anchor; model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. It was noted that it developed after the implant procedure. The physician did not suspect that the infection was device related. Antibiotics were prescribed. The patient underwent an explant procedure and was reportedly doing well.